Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous proximal right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced and initially inflated at 12 atmospheres (atm) for 20 seconds. However, during the second inflation at 12 atm for 20 seconds, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.